Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were several episodes of noise on the right ventricular (rv) lead that resulted in inappropriate therapy. No diagnostic imaging was performed and there was no confirmed damage to the rv lead. The rv lead was capped and replaced and the patient was stable.